Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked reservoir tube lip and a cracked case at the reservoir tube window corners.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had stopped using the insulin pump for about three weeks now. Customer's spouse stated the device makes a clicking noise when it delivers a bolus. Customer called back and stated the device had a blank display. The device did not show any signs of physical damage. The device was not dropped or bumped. Customer does not use the correct battery. Customer stated the battery compartment, battery cap, or springs were not damaged, missing, or corroded. Customer got the display to return. Customer reported the device also alarmed motor error. Troubleshooting was performed. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.